Event description:
It was reported that when a patient presented in clinic for a follow up, episodes of non-sustained vf due to noise on the right ventricular lead were noted. Further evaluation of the lead was recommended. The lead remains implanted.